Event description:
It was reported that during a laparoscopic gastric bypass procedure, the locking connector on the olive plug was not locking. It would bounce back to the unlock position. A new trocar was used to continue the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact.damaged locking cam the analysis results of the h12lp found that it was received with the olive button cam damaged in the area that interacts with latch; therefore the locking cam mechanism could not be activated, leading the event reported. However, it could not be determined what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.